Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber was returned in 2 pieces; the fiber is broken and detached at 10 feet and 11 inches from distal tip; the length of second piece including the connector is 1 foot and 3 inches; the glass distal tip appears in good condition; the fiber was tested with hene laser fixture, aim beam is visible at the break location; the outer jacket appears stretched at break locations on both pieces; black discoloration was noted near break locations within blue jacket. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending.

Event description:
It was reported that after connecting the sureflex fiber for a procedure, the fiber broke near the connector and smoke was observed. The fiber was replaced and the procedure was completed. Patient outcome: no injury to patient or staff was reported.